Manufacturer narrative:
The customer call back to perform high pressure test, the insulin pump passed with the insulin pump alarming no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's spouse stated that they needed to call emergency for the high blood glucose. The customer's blood glucose was 1340 mg/dl at the time of the incident. The customer's blood glucose was over 600 mg/dl at the time of emergency call. The customer's spouse stated that the high blood glucose started with over 400 mg/dl. The customer's spouse stated that they were treating the high blood glucose with the insulin pump. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's spouse stated that they were not wearing the insulin pump at the time of call. The insulin pump will not be returned for analysis.